Manufacturer narrative:
Concomitant products: dtba1d1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the right ventricular (rv) lead undersensed two beats on non-sustained episodes. The lead remains in use. No patient complications have been reported as a result of this event.